Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 11 years post deployment, x-ray revealed that one or 2 of the medial tines of the filter were angulated and were truncated. Following month, CT scan revealed that the ivc filter was at l2-l3 level. Also, it was observed that the filter limbs were appears to be penetrating the ivc wall and by the posterolateral margin of the right atrium, there was a wire like density material was identified. This was only a linear calcification was uncertain. No other metallic wire fragments are identified. The wire fragment in the projection of the lower chest slightly above the left hemi diaphragm seen on the previous abdomen scan was not visible on the CT scan. Four months followed by, CT scan revealed that a tiny hypodensity in the right liver was stable and again the linear metallic density material was found near the heart. Therefore, the investigation is confirmed for filter limb detachment, filter limb perforation and material deformation. However, the investigation is inconclusive for filter tilt and migration. Per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current instructions for use states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter struts were retained in left hemithorax and lodged in heart; however, the current status of the patient is unknown.